Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a device embolization occurred. During a symposium a physician presented a case of device embolization after a left atrial appendage (laa) closure procedure. A watchman laa closure device was implanted. The patient returned for a 45 day transesophageal echocardiogram (tee) and the device was not in the laa. It was found in the aorta, above the bifurcations. They tried to snare it, but eventually went to surgery to retrieve it. The patient survived. It was noted that the patient had been admitted to the emergency room 2 weeks post implant, but they did not check the device.